Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9106902. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint h3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for postoperative treatment of breast cancer. On (B)(6) 2020, the patient was treated with a closed venous indwelling needle for intravenous infusion. After puncture, it was found that there was blood leakage between the long venous indwelling needle catheter and the y-shaped connector, removed the indwelling needle and the new closed vein indwelling needle was replaced and the site was re-punctured. The puncture went normally. The patient was slightly dissatisfied and expressed his understanding after explanation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient was admitted to the hospital for postoperative treatment of breast cancer. On (B)(6) 2020, the patient was treated with a closed venous indwelling needle for intravenous infusion. After puncture, it was found that there was blood leakage between the long venous indwelling needle catheter and the y-shaped connector, removed the indwelling needle and the new closed vein indwelling needle was replaced and the site was re-punctured. The puncture went normally. The patient was slightly dissatisfied and expressed his understanding after explanation.